Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 110 mg/dl (nano system) and 356 mg/dl (compact plus system). No adverse event reported. Return of the suspect device was requested for evaluation.